Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device associated with this report was returned for analysis. Visual analysis of the returned device confirmed the reported allegation, one of the 4 prongs on the device tip was found broken. The broken prong was not returned. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Defect screwdriver due to bad usage of the surgeon.